Manufacturer narrative:
Device is expected for investigation.

Event description:
The date of the event is unknown. The customer states that the unit fails volume accuracy test.

Manufacturer narrative:
Additional information in g1 contact office name. H10: the device was evaluated. The volume accuracy test was performed to attempt to duplicate the reported issue of unit fails volume accuracy test. The reported issue was duplicated. The reported issue was not confirmed in history. Log reviews were performed and there were no similar complaints/ repairs associated with the problem. The probable cause of the reported issue is a defective mechanism. During testing, an engineer calibrated the mechanism and it would not calibrate. The air pressure pin assembly and pressure detector was replaced and the mechanism was calibrated and passed self test. Delivery accuracy test was performed and it passed at 20.6 ml.